Event description:
It was initially reported following explant surgery that the patient was having vocal cord issues and trouble swallowing. The patient is currently not implanted with any vns devices. The patient saw an ent physician and received a micro dl. The patient is now doing well was swallowing food but is still having problems with liquids. The patient has not had their vns devices replaced at this time.